Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with unknown medical condition. No alleged deficiency with the filter was reported. The device has not been removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the reported lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Post filter deployment, a computed tomography of abdomen showed filter demonstrates no significant tilt of the inferior vena cava filter. The apex of the filter was not touching the walls of the inferior vena cava. The tip of the filter was located 2.3 cm below the level of the takeoff of the left renal vein. There is a tiny fat plane between an anterior strut of the inferior vena cava filter and the external wall of the inferior vena cava anteriorly. This may represent minimal perforation of this strut through the anterior wall of the inferior vena cava. Otherwise, no perforation of the filter struts was evident. The image review was documented in the medical records. Eleven images were reviewed. The six CT images demonstrate various aspects with a cross section and sagittal films. The filter appears to be in the inferior vena cava at an infrarenal location. On different images the filter strut appears to be perforating the vena cava wall. These are non-contrast images so ability to identify any leak is not possible. The plain films demonstrate an appropriately placed filter. Though the record alleges no device deficiency, the investigation is confirmed for the identified perforation of vena cava wall from the image review. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.